Manufacturer narrative:
Results and conclusion summation: the inability to cross a lesion can be affected by pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Possibly the lack of pre-dilatation may have contributed to the reported failure to advance. The xience v IFU states: "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Likely the attempts to cross the tortuous anatomy contributed to the failure to advance which likely loosened the stent such that the stent dislodged during removal. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent deployed in unintended site. Device issue: dislodged stent. It was reported that no predilatation was performed on this extremely angulated vessel. The sds was advanced in the lad; however, it would not cross the lesion. During removal of the sds, the stent dislodged in the lad, proximal to the lesion site, where it was deployed in an unintended site with a post dilatation balloon. No further treatment was attempted on this pt; however, the pt is reported to be well. No add'l event or pt info is available.